Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device could not be interrogated via radiofrequency (rf) telemetry. Upon investigation, the physician noted the device had stopped providing pacing. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field events of communication failure and premature battery depletion were confirmed in the lab. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock were tested, and no anomaly was detected. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.